Manufacturer narrative:
The analysis was performed on a starlet 8ch.compl. W. Accessories instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay was performing as intended. Data analysis confirmed that the sample tested on (B)(6) 2021 was non-reactive with a robust internal control growth curve. Positive and negative control growth curves for all targets and internal controls were also sigmoidal and robust, indicating proper assay functionality. No product-related issues were identified during the investigation. A systems assessment did not indicate any contribution from the instrument to the reported results. The root cause for the discrepant results between the non-reactive hcv nat and low-positive serology for hcv could not be definitively determined. Potential root causes include a false positive serology result or a resolved hcv infection in the donor, where viral targets are suppressed but serology remains positive. The device remains in operation, and no harm or delay in treatment was reported. The customer was advised to continue following optimal workflow practices when handling samples and reagents.

Event description:
The initial reporter alleged discrepant results for hepatitis c virus (hcv) testing using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the starlet 8ch.compl. W. Accessories instrument. A sample was initially tested and deemed invalid due to an invalid batch. A repeat test was conducted, which was also invalid due to an invalid batch. The sample was tested a third time and was non-reactive for all targets. Serology testing for the sample was reported as low positive for hcv; however, the specific serology assay used was not identified.